Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, a5, a6, b5, b6, d1, d2, d4, d6a, g4, h4, h6.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown". Later healthcare professional reported "capsular contracture baker grade iii", "folding" and "simple cysts". This record is for the left side. The device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and folding. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d6(b), h6.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Continuation e1 phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.